Event description:
Additional information was received from a healthcare professional (hcp) on behalf of the article¿s lead author. The additional information received reported that the rotated ins had ¿flipped 90 degrees.¿ a revision was performed on (B)(6) 2020.

Manufacturer narrative:
H2 correction: please note that device code a1502 and conclusion code d14 have been replaced with device code a051207 and conclusion code d12 at this time, based upon additional information that has been received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature citation: russo ma, volschenk w, bailey d, et al. A novel, paresthesia-free spinal cord stimulation waveform for chronic neuropathic low back pain: six-month results of a prospective, single-arm, dose-response study. Neuromodulation: technology at the neural interface. 2023;doi:10.1016/j.neurom.2023.06.007. Literature abstract: the aim of this prospective, single-blinded, dose-response study was to evaluate the safety and efficacy of a novel, paresthesia-free (subperception) spinal cord stimulation (scs) waveform designed to target dorsal horn dendrites for the treatment of chronic neuropathic low back pain (lbp). The authors concluded that their novel, paresthesia-free stimulation waveform may be a safe and effective option for patients with chronic neuropathic lbp eligible for scs therapy and is deliverable by all current commercial scs systems. A2: this value is the average age of the patients reported in the article as specific patients could not be identified. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B3: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
1 patient experienced a rotated implantable neurostimulator (ins). It was noted that the event was resolved with a revision surgery. Please see manufacturer report number 2182207-2023-01960 for information pertaining to malfunctions reported in the article.